Event description:
It was reported that the doctor could not measure any values with the lead. The lead was not implanted and a new lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; however, the proximal conductor had blood or body fluid which was not obstructed, the outer insulation was breached with a cut, there was blood in or on the helix mechanism, and it was noted to be damaged at implant. The full lead was returned and analyzed.